Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a micro-stent implant device did not deploy. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One opened system was received in the outer carton for the reported issue of the stent would not deploy. The loader, applier, and stent (within the loader) were returned. The applier as a whole (back button, body, and stopper tube) was visually inspected to ensure there was no damage that would contribute to a deploying issue. The applier was visually inspected and was found to be conforming. The stent was visually inspected and was found to be conforming. The applier will be functionally tested to ensure that the guidewire is extended when the back button is pressed and retracted when the front button is pressed. The applier was then functionally tested by pressing the back button to extend the guidewire, the applier was found to be non-conforming as the guidewire did not extend from the stopper tube. The applier halves were then separated to visually inspect and dimensionally measure the guidewire and stopper tube. The guidewire was visually inspected and was found to be non-conforming, the guidewire was kinked. The guidewire was then removed from the stopper tube to visually inspect for the curve of the guidewire and was found to be conforming. The guidewire outer dimension was dimensionally measured and was found to be conforming. The stopper tube was visually inspected and was found to be conforming. The stopper tube length was dimensionally measured and was found to be conforming. The stopper tuber inner and outer diameters were dimensionally measured and were found to be conforming. The stent and a lab inventory applier were functionally tested to ensure the stent could be released as intended from the guidewire. The stent and the lab inventory applier were found to be functionally conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The returned sample is visually conforming but functionally non-conforming, therefore the did not deploy was confirmed; however how and when the guidewire became kinked could not be determined. A possible root cause is that the applier was misaligned within the cone of the loader and when force was applied to the back button the guidewire became kinked within the applier. The manufacturer internal reference number is: (B)(4).